Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via telephone call that the insulin pump alarmed for a reset error when trying to change the infusion set. The blood glucose reading was 79 mg/dl. The customer was unable to check the alarm history on the insulin pump due to the keypad being unresponsive. The customer reported a crack between the escape and act buttons. The customer wore the insulin pump in a pocket and reported that the insulin pump may have been bumped against something. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
The pump had intermittent button response due to moisture damage on the keypad trace. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip, and cracked reservoir tube. The pump passed the self test and error alarm test. No moisture damage noted on the electronic assembly.